Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was discovered that the pacemaker exhibited interrogation issues and inappropriate pacing support due to a inappropriate magnet response. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of the device exhibiting constant magnet response detections was confirmed. Based on the investigation, it was observed that the issue is consistent with a hardware magnet detection failure. Programming was suggested to turn off magnet detection to resolve the repeat magnet detections.

Event description:
New information received notes that the pacemaker was reprogrammed to resolve the issue. The patient was in stable condition.

Event description:
Additional information received noted that the pacemaker exhibited premature battery depletion and failure to interrogated. The pacemaker was explanted and replaced on (B)(6) 2023. There were no patient consequences.

Manufacturer narrative:
The reported event of the device exhibiting constant magnet response detections was confirmed. Analysis noted issue is consistent with a hardware magnet detection failure. The reported events of inappropriate low voltage output, inappropriate magnet response, premature discharge of battery, and inability to interrogate were confirmed. As received, the device output and telemetry were not available. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.